Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl and 466 mg/dl. The customer stated that auto mode was not active. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported insulin flow block. Troubleshooting was performed. The device will not be returned for analysis.